Event description:
On (B)(6) 2011, patient reported he took a trip in december and ended up with ketoacidosis and in the hospital for 4 days. Patient stated he noticed he couldn't breath so he looked at his infusion device and it was in stop mode. Patient reported he didn't put the device in stop mode and had received no error messages. Patient stated the infusion device didn't alert him he was in stop mode. Patient reported he was taken to the hospital and they tested his blood glucose level at 1300 mg/dl. Patient's normal blood glucose range is around 130-140 mg/dl. Patient stated they took him off of the infusion device and treated him with an insulin drip. Patient reported he was still coherent. Patient stated he was there for 4 days and then released. Patient reported he put himself back on the infusion device after he was released and everything remained normal until last night. Patient stated he was not getting insulin when the incident occurred. Product was replaced and requested return of the alleged product for evaluation.